Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the video splitter for the navigation system was replaced, however the reported issue was not resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was no video detected at initial start up. It was reported that the issue recurred when attempting to shut down the navigation system. Additionally, the video splitter was re-routed to a second medtronic navigation system and it operated as intended. When re-connected, the navigation system functioned as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The site has three new medtronic navigation systems and has decided they do not want the navigation system involved with this event to be repaired.